Event description:
The pt reported he removed the insulin cartridge from his infusion device and a small amount of insulin spilled inside the cartridge compartment. The pt stated that approx 50 units of insulin were in the cartridge but that the majority of the insulin spilled onto the countertop. The pt was advised to dry the inside of the cartridge chamber with a cotton swab. The pt confirmed that there was only a very small amount of insulin spilled inside the cartridge compartment and he was able to dry it all with a cotton swab. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.